Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a procedure performed on (B) (6) 2009. According to the complaint, during the procedure the forceps jaws failed to open. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; needle tail bent.

Manufacturer narrative:
(B) (4) (won't open). A visual examination of the returned device found that the needle tail was bent out of clevis. Functionally, the jaws opened in a l shape. A dimensional check of the curves was performed; each of the two curves was out of specification. The device rivets and crimps were within specification. The condition of the returned incident device was consistent with the complaint that the device jaws would not open. The most probable root cause is a mfg issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B) (4).